Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 3889-28, serial# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that during a procedure, damage was detected when removing the lead component of the patient¿s implantable neurostimulator (ins) system. Specifically, the lead was being replaced ¿regardless¿ but when the physician removed the lead it looked ¿stretched¿. The potential defective lead was replaced. No diagnostics or troubleshooting was performed. Also, there were no patient symptoms or complications associated with the event issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.